Manufacturer narrative:
Summary of evaluation: the results of the manufacturer's evaluation suggest that this event is attributed to the design of the plastic cover to withstand repeated bending and autoclave. Corrective action was implemented by the MFR to improve the reliability of the plastic cover.

Event description:
The green plastic on the handle fractured where the pin goes through nearest the rasp end. There was no adverse consequence for the patient or delay in surgery or anethesia time.